Event description:
Information was received from a healthcare provider regarding a patient receiving hydromorphone 7.2mg/ml at 1.3mg/day, clonidine 0.9mg/ml at 0.17mg/day and bupivacaine 9.0mg/ml at 1.7mg/day via an implantable pump. The indications for use were non-malignant pain and other chronic/intract pain (trunk/limbs). The healthcare provider reported a motor stall was seen at initial interrogation. The motor stall occurred (B)(6) 2017. The patient did not recently have an MRI. There were no reported patient symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.